Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: age or date of birth: requested, not provided, a3a: sex: requested, not provided, a3b: gender: n/a, a4: weight: requested, not provided, a5: ethnicity: requested, not provided, a6: race: requested, not provided, d4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e1: reporter name : requested, unknown, e1: phone number: requested, unknown, e3: occupation: distributor. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the product with the involved product code/lot # was conducted and no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found in the past. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence relevant instructions for use (IFU) reference: if any resistance to the run through ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported breakage with the involved run through device. Department of cardiology doctor used the first xa guide wire when the guide wire broke in the patient's body. The wire was safely removed, and a new xa guide wire was ready to re-transport. However, after opening the package, a problem at the junction of the near head end was observed. There were not additional medical procedures performed to retrieve the fragments. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not needed. The patient's final impact was not harmed.